Manufacturer narrative:
On november 06, 2023, mentor received the following additional information. The patient's date of birth was provided, and the appropriate field has been populated. The patient was implanted with the suspect medical device on (B)(6) 2008. The identifying information of the device was also provided. Size: 375cc, brand name: mentor memorygel breast implant, catalog: 3503751bc, lot: 5769208, serial: (B)(6). A manufacturing record evaluation (mre) was performed for 5769208, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was reported experiencing becoming very ill, a decline in health, migraines, headaches, joint pain, brain fog, attention deficit disorder symptoms, visual issues, malaise, an overall deterioration of health, and occasional breast tenderness. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. However, during the surgery, bilaterally ruptured breast implants were discovered. There were no reported procedural delays or patient consequences due to the discovery. The date of implantation was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-12868 for the contralateral event.